Manufacturer narrative:
Insulin pump passed displacement, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator did not vibrate when it was supposed to. Upon visual inspection, the battery compartment as well as the battery spring at the bottom are corroded. There's also signs of fluid leakage into the inside of the unit underneath the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Troubleshooting was performed. Customer state this is not the second occurrence of replace battery now without a low battery warning. Customer state that did receive a low battery alert prior to the replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis.